Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the rep did a connectivity check with the patient and saw that one of the contacts was ¿off¿. They ran an electrode impedance and contact 2 with ref 0 was > 40k. They checked it again and it showed 1590 ohms. The rep tried this 5-6 times and every other time they tried it showed > 40k and then normal impedances. No symptoms or further complications were reported or anticipated.